Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, cracked battery tube threads , missing end cap sticker and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been giving them motor errors for the last few days. The customer tried to do a bolus to cover their blood glucose but they received a motor error alarm. The customer¿s blood glucose level was 524 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The customer was able to complete the insulin pump rewind. The insulin pump alarm history contained more than one motor error alarm within the last 30 days. The customer declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.